Manufacturer narrative:
Model number/ catalog number: sc-8336-50, serial number: (B)(4), batch/ lot number: 19325949, model/ catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the pocket site due to ipg was flipping. The patient underwent an explant procedure and was doing well postoperatively.